Event description:
Information received from the field notes that the patient was in an automobile accident and the airbag deployed. Although the device was previously programmed to ddd mode, after the accident, it was functioning in voo mode at a rate of 70 ppm. Multiple interrogations were unsuccessful. Therefore, the device was replaced.